Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and resulted fluid, blood and corrosion were found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fall. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Lot qualification test results for this pod lot (l30438) revealed one failure for fluid inside the device. The root cause of the fluid leak was determined to be a tear in the cannula tubing. Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in-process as of the date of this report.

Event description:
The customer reported that after activating a new pod, she experienced high bg levels over "10-11 hours worth of wear." Her levels were consistently high (299-462 mg/dl) over an eight hour period despite having administered numerous correction boluses. The pod eventually initiated a hazard alarm and was removed 40 mins later. She activated a new pod and will return the suspect device for eval.